Manufacturer narrative:
Review of quality records.

Event description:
It was reported that the lead had dislodged twice. An infection was observed upon second lead revision attempt. The entire system was explanted.